Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. However, the clip failed the second final arm angle (efaa) test after pulling the lock line. The clip was not implanted and was removed. A new cds was used, one clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported clip failing final arm angle (efaa), could not be replicated in a testing environment due to the device returned condition (lock line not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.e1: physician name was corrected from (B)(6).